Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire field service representative was able to verify the customer's reported issue. Bench testing revealed that the circuit calibration was incorrectly adjusted. The service technician re-calibrated the circuit calibration and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the 3100a passed all calibrations but will not work when patient settings are inputted. At this time, this is all the information available. It is unknown if there was any patient involvement associated with the reported issue.